Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection of the unit, engineering found the jaws were not parallel. Engineering was able to replicate the experience of clip scissoring. This damage may prevent the clips from closing completely. The root cause of the jaw misalignment remains unknown. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy- "(B)(4) used on the cystic duct first clip slipped. Second clip spitted from jaw third firing scissored clip. Doctor asked for another device from same lot. First firing spitted clip on dry. Second firing malformed clip did not close properly and third firing scissored clip came out." Patient status- "stable"